Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4)

Event description:
Information was received from a company representative regarding a patient receiving morphine (9mg/ml at 0.0557mg/day). The indication for use was noted to be non-malignant pain and chronic low back pain. On (B)(6) 2015 the rep reported that the patient had their pump replaced in (B)(6) 2015 and in (B)(6) 2015 they had an increase in pain, no relief, and less effect. It was reported that the patient's pump was increased three separate times. A dye study and rollerball study were done. The rollerball study looked to be working. However, during the dye study the healthcare professional (hcp) was unable to withdraw more than 0.5cc, the dye moved to the anchor site without a problem but the hcp was unable to view dye moving into the intrathecal space. It was also noted that the anchor site in the back was palpable. A catheter replacement was planned. It was later reported that the pump was turned to minimum rate and the patient was on oral medications for pain until the catheter revision takes place. The hcp reported that the dye study showed that the catheter appeared to have dislodged from the intrathecal space.